Manufacturer narrative:
Date of event : estimated as (B)(6) 2021 as the event date is unknown.

Event description:
It was reported via social media that a perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. During the procedure, the patient's heart was perforated with two holes in the heart, and they went into cardiac arrest and cardiac tamponade. A drain was placed to drain the fluid from the cardiac tamponade. The patient resided in the intensive care unit as a result of this event. It was also noted that the patient experienced deep vein thrombosis and a pulmonary embolism at an unknown time post procedure.